Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported cause was not determined. Rep indicated the date/time were wrong and was fixed. Impedances were checked and different programs were set up. Rep reported giving patient more time to see if issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller reports patient has been feeling stimulation off when stimulation was turned on. Caller reports stimulation was on and when patient woke up, stimulation has been off. Caller reports patient confirmed by his controller. Caller reports no as programmed. Caller reports stimulation usage diary has no diary. Caller reports patient's ins date was programmed (B)(6) 2011. Reviewed incorrect date will affect stimulation diary usage. Caller reports patient is not having charging issue, but is charging longer than normal. Caller reports patient is charging twice and every other day 7/17: 40-80% 38 minutes, excellent coupling 7/16: 40-100% 53 minutes, excellent coupling 7/16: 40-100% 55 minutes , excellent coupling 7/15: 40-90% 35 minutes excellent coupling. Suggest correcting date on ins and controller. Suggest diary when stimulation is off. Caller reports he will see patient once the replacement controller arrives (B)(4).